Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur after resetting. Customer was advised to continue using the pump and to contact technical support if the issue recurred.